Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer's blood glucose level was over 500 mg/dl at time of event. Customer stated they changed the infusion set and resolved the issued. Customer declined further troubleshooting. Customer's blood glucose level was 320 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).